Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Also, she reported looking into the eye and noticed the lens is displaced. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).